Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2015 a call was received from a representative at an eye care professional¿s (ecp) office. The representative advised that a patient (pt) was seen in the office (B)(6) 2015 for od discomfort while wearing an acuvue oasys contact lens (cl). The pt was evaluated by the ecp and was diagnosed with a corneal ulcer. The pt was referred to an ophthalmologist for treatment. On (B)(6) 2015 the pt was seen in follow-up for ¿full annual exam¿ and it is reported that the pt had an od corneal scar. The representative also reported that the pt had ¿previous treatment of corneal scarring and old stable neovascularizations.¿the representative also reported that the pt has returned to cl wear, but advised that the wear schedule is ¿flexed.¿ the representative also advised that the pt wears a daily cl one week and wears same lens as ¿extended wear¿ another week. The suspect lenses were discarded. Additional information has been requested from the ecp¿s office on multiple events, but to date nothing additional has been received. A lot history review was performed for lot # b00hx6q and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.